Event description:
It was reported that when the device were used during a scalp closure procedure, malformed staples occurred. Another device was used to complete the case. Post operatively there was bleeding from the stapled wound which showed signs of separation. Another device was used to reclose the wound. There was no other consequence to pt.